Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. A specific cause for these events could not conclusively be determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmias and syncope could not be conclusively determined through this evaluation. The submitted controller event log file contained events from 19sep2024 through 20sep2024. Several low flow flags were observed throughout the file, when the estimated flow decreased below the low flow threshold of 2.5 lpm. Three of these events persisting long enough to result in low flow hazard alarms. Of note, several pi events were captured throughout the duration of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 of the IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the emergency department with atrial fibrillation (a-fib) and/or a-flutter. The patient was cardioverted in the emergency room. There were a few low flows seen on interrogation. The log files were reviewed and found a few low flow events scattered over the course of the data with flow noted as low as 2.4lpm. These appeared to be likely patient related as they were associated with elevated pulsatility index (pi) values. No other unusual events were noted in the log files. The patient had symptoms of gastrointestinal upset, nausea, vomiting, and lack of appetite. The arrhythmia resulted in clinical compromise of some syncope and low flows. There was no history of arrythmia noted pre left ventricular assist device (lvad). The arrhythmia was not thought to be device related and had unclear etiology. The patient had an implantable cardioverter defibrillator (ICD) implanted in 2015. The patient felt better after the cardioversion and was discharged home. The cause of the low flows was thought to be related to the atrial flutter. The low flows also resolved after the cardioversion.